Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No sample was returned for investigation, therefore, no physical investigation could be conducted. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. No issues were observed. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, the complaint cannot be confirmed.

Event description:
The balloon of the catheter burst the first time with a ch 16 catheter. A ch 18 catheter was inserted the same day and the balloon burst. The balloon was filled in with 10 ml of water as per IFU. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The balloon of the catheter burst the first time with a ch 16 catheter. A ch 18 catheter was inserted the same day and the balloon burst. The balloon was filled in with 10 ml of water as per IFU. The patient's condition was reported as fine.